Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that hoses were kinked resulted in slightly less suction power during the cataract with intraocular lens implant surgery. The surgery was completed after replacing the product with another one. There was no information about patient impact. Additional information has been requested, but none has been received till date.